Manufacturer narrative:
A customer alleged an increased rate of positive results with the cobas¿ sars-cov-2 test. Ten patient samples out of the batch of positive results were retested and returned negative results. An investigation into both kit lots (g09930, g11392) was performed to evaluate the customer issue which did not identify a product problem. It is likely contamination of one of the aliquots during pre-analytics is the most plausible cause of the discrepant results. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, (B)(6), has recently been experiencing higher numbers of positive results with the cobas¿ sars-cov-2 test. The customer was particularly concerned of a run on (B)(6) 2020 in which 28 out of 94 samples tested positive for sars-cov-2. Ten specimens from the same sample collection were retested on a cobas¿ 6800 at a different location the (B)(6) generating negative results. Per FDA guidance, 10 mdrs will be filed, one for each discrepant result that was reported out. The samples were collected at a collection site in (B)(6) . The 1st aliquot was sent to the (B)(6) site for testing generating reactive/positive results (run 1). A 2nd aliquot was sent to the (B)(6) location in order to perform a retest generating negative results (run 2). Following these two rounds of testing, the 1st aliquot was sent from the (B)(6) site to the (B)(6) site for a 3rd round of testing (run 3). The (B)(6) site performed the final round of testing using the same secondary tube that was used to perform the original tests and the results were positive and consistent with the original results indicating likely possible contamination due to pre-analytic handling. The original results from run 1 were reported. Retest results in run 2 and run 3 were not reported. The (B)(6) collection site is intending on recollecting samples from the patients for use of retesting. It was confirmed that no harm was alleged from any of the sites. A system's assessment was performed on the two instruments used at both of the customer's sites, which concluded that there were no hardware issues detected in the provided problem reports and the xml files and have ruled out system as causing the positive samples. The cts generated are mostly indicative of titers near or below the lod (limit of detection) of the assay. Thus, some of the alleged samples may be true positive/reactive samples that are below the lod of the assay and may have generated negative results upon retesting. However, because the samples all generated positive results from the first aliquot and generated negative results from the second aliquot, the result discrepancies are more likely due to contamination during the pre-analytical workflow. The growth curves were reviewed and they all appear to be normal curves indicative of low titers. Also, the CT generated for the control targets and control ics were in line with release data indicating no reagent issue. Run 2 and run 3 were both processed using the same reagent lot at different sites, g11392; while run 1 was processed with lot g09930 and reproduced the results from the first run but at a different site, also supporting that the reagents are not suspected in generating the result discrepancies. In totality, the data generated supports that there is no issue with the reagents and contamination of one of the aliquots during pre-analytics is the most plausible cause of the discrepant results.